Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported mechanical issue was not confirmed during return device analysis as the clip held final arm angle during device testing. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open while establishing final arm angle) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened when establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped; however, the clip opened when establishing final arm angle (efaa). Standard troubleshooting was unsuccessful. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 1. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.